Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) pocket looked "slightly red" and was possibly an infection. It was further reported that the device migrated out of the patient. The icm was explanted and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.